Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was 98 mg/dl. The customer reported that they had received multiple power loss alarms when batteries were out of the insulin pump less than 10 minutes. The customer was advised the pump requires brand new or fully charge batteries to work effectively. Instructed customer to leave current battery in the pump for 1 hour. The insulin pump will not be returned for analysis.